Event description:
It was reported to boston scientific that a percuflex plus ureteral stent was opened to be used during a laser lithotripsy procedure in the ureter performed on february 15, 2023. Prior to procedure, when the device was unpacked, it was noted that the stent had different consistency than usual. The procedure was completed with another percuflex plus ureteral stent. There were no patient complications reported. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h11: the percuflex plus ureteral stent was not returned; however, two pictures shows that the stent was detached in many parts, the bladder coil was stretched, and each detached part of the stent has evidence of pull until the detachment, moreover, their suture and positioner are not visible. No other problems with the device were noted. The reported event was confirmed. The device meets all manufacturing specifications required and passed all the controls and inspections. No abnormalities were reported during the assembly process. While the investigation was able to verify and confirm the reported problems, due to the lack of sufficient evidence, it is not possible to definitively establish the cause of the reported issue. Therefore, the most probable cause of the reported issue cannot be determined, and the investigation findings do not lead to a clear conclusion. As a result, cause not established is selected as the most probable cause for the complaint.

Manufacturer narrative:
Block e1: initial reporter address: str.liviu rebreanu nr.35 bl m15 sc. Block h6: imdrf device code: a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific that a percuflex plus ureteral stent was opened to be used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2024. Prior to procedure, when the device was unpacked, it was noted that the stent had different consistency than usual. The procedure was completed with another percuflex plus ureteral stent. There were no patient complications reported. A photo of the complaint device was provided and showed that the stent shaft was broken.